Event description:
Legal paper claims the components were malfiting; mal-tracking; misaligned and dislocating. The pt was revised on an unknown date for loosening; bone loss and polyethylene degradation.